Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient was seeing an 8476 (motor stall) code on their ptm (personal therapy manager). The patient had not recently had an MRI. No patient symptoms were reported. No further complications have been reported as a result of this event.